Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was not returned to olympus for inspection so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no delay in the procedure due to the event.

Manufacturer narrative:
Corrected data: e4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation (device inside patient), the subject device had gas leak and pressure could not be maintained. The issue occurred at a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.